Event description:
It was reported that a patient came for normal elective replacement indicator (eri) device replacement, during surgical exposure of the device, the left ventricle (lv) lead exhibited loss of capture. A fluoroscopy imaging had confirmed the lv lead was dislodged. The lv lead was explanted and replaced with a new lead. The patient remained stable throughout the procedure.